Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Tower came in with pressure cuffs. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Performed all functional tests. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician performed preventative maintenance.

Event description:
It was reported the device failed testing. No patient involved.